Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: 4076 lead implanted: (B)(6) 2012; 4298 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, and high and undefined pacing impedance. A complete lead revision was initially planned, however after removal of the pace/sense part of the lead, it was noted that there was blood in the ring of the lead and a defect with the sealing lip. The lead was cleaned and connection re-established with silicone. The lead is still in use. As well, the patient's device was reported to have blood in the connector while reconnecting. The device is still in use. No patient complications have been reported as a result of this event.